Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Objective and methods: the primary aim of this study was to assess long-term survivorship of 1091 primary lcs tkr performed between 1993 and 2006. Secondary aims were to assess survival by mechanism of failure and identify predictors of revision. The lcs construct included a rotating platform tibial tray and mobile bearing insert. The patellas were not routinely resurfaced and the cement utilized in the primary tka is unknown. This complaint will capture the reported 59 revisions. There is insufficient information to determine which devices were revised in each revision. The authors note that there were very few primary constructs implanted with patellar resurfacing. The authors concluded that the lcs construct has good long-term survival rates. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: lcs mobile bearing tka adverse event(s) and provided interventions associated with depuy devices: reasons for revision: 14 for infection; 18 for instability; 27 for wear of poly insert. Of those revised for polywear, 17 required full construct revisions due to osteolysis and 10 had only the insert revised.